Event description:
It was reported that the run/safe switch was illegible during a routine equipment evaluation at the user facility, by a manufacturers' service technician. An illegible run/safe switch creates a situation from which the device may be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not received.

Event description:
It was reported that the run/safe switch was illegible during a routine equipment evaluation at the user facility, by a manufacturers' service technician. An illegible run/safe switch creates a situation from which the device may be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Device not returned.